Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and loss of capture (loc) when pulled slightly during a revision procedure for routine device replacement. The physician attempted to implant a replacement lead but was unsuccessful. The physician elected to leave the chronic lead in service with the new device despite a suspected fracture as therapy was only impacted when the lead was pulled. No adverse patient effects were reported.